Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 1.3005168196-2020-00029.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc) and a penumbra system ace 68 reperfusion catheter (ace68). During the procedure, the physician attempted recanalization in the target vessel with one pass using the 3maxc and ace68, but it was not achieved; subsequently, they were removed. Upon removal, the physician noticed that distal end of the ace68 and 3maxc were kinked. The procedure was completed using a non-penumbra microcatheter and a non-penumbra stent retriever. There was no report of an adverse effect to the patient.